Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. Visual inspection, alarm log review and functional testing were performed. The f-94 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be due to loss of configuration. To correct the condition, the configuration was reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.